Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the there was a burnt odor coming from the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A simulated therapy was performed. A service history review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.